Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) was needing an MRI. Hcp states the scs has not been charged in the last 3 years, the ins battery is dead and they cannot connect to the ins. Hcp states their colleague tried to charge the ins battery yesterday and today but it "will no longer charge". Hcp was not with the pt at time of the call for troubleshooting. Hcp requests local representative (rep) to meet the pt - agent provided website to page rep and also reviewed hcp can call ts when they are with pt for troubleshooting. Two call recordings. The caller called and had an hcp on the other line. The rep said they were about to go into the or and needed to pass the caller on to agent. The caller said the issue was that the pt was on antenna locate and had 'gone past that' and now it 'won't let him back in antenna locate'. Agent was not able to get pt info beyond the name, even date, doctor, etc. No symptoms were reported.

Event description:
Additional information from the manufacturing representative (rep) indicated that eventually the patient was able to charge their device and put themselves into MRI mode. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.